Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the control solution products resolved the initial concern - able to establish contact with customer who indicated that does not need help to test.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with tests results from results obtained of 51, 135, 66, 145 and 67 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 90 mg/dl. Customer was comparing results to another device and stated the meter read sometimes higher and sometimes lower; actual meter to meter comparison results were not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a back to back blood test was not performed by the customer as she was not fasting at time of call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/30/2020 and open vial date is one month. The meter memory was reviewed for previous test result history: (B)(6).